Event description:
The distributor reported that the up and down buttons were sticking.

Manufacturer narrative:
(B)(6). The pump was returned to animas. All buttons were intermittently activating pump functions when pressed. Adhesive found underneath the button contacts.